Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with cefazolin (1gm, intraperitoneally, once a day) and gentamicin (80mg, intraperitoneally, once a day). The cause of the peritonitis was a break in aseptic technique. After 13 days, the patient was discharged from the hospital. At the time of the report, it was not known if the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.